Event description:
It was reported that the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the hard drive needed to be replaced, and placed a new hard drive on order, but no conclusion can be drawn as repair info is not available.